Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the procedure was completed as usual per medical team. There was difficult positioning of the pipelines. Only the first 4.50x18 pipeline experienced problems. According to the physician's report, the resistance was from the pipeline inside the microcatheter; he felt an unusual resistance. There was no damage observed to the traction wire or pipeline catheter. The pipeline was deployed at the intended location. The dive did not pop out during deployment. The catheter tip was not under tension. The catheter tip was not moved during deployment. Angiographic result post procedure was satisfactory. The access vessel was the right femoral. The landing zone dimensions (distal (mm) 3.1 * proximal (mm) 2.3) the same as the aneurysm dimensions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was stent resistance inside the microcatheter, indicating that it was heavy. At the moment of trying to deploy the stent, it would fall. An attempt was made to place the stent more distally, but there was resistance. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid aneurysm with a max diameter of 3.1mm and a 2.3mm neck width. The access vessel diameter was 6.2mm. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No injury as a result of the event.